Event description:
I used renu with moisture loc contact solution from 02/28/04 - 11/28/04. I was hospitalized on 11/30/04 after I was given an eye exam and diagnosed with a corneal infection. After hospitalization, I found out that I had a fungal infection that almost cost me my complete eye. I stayed in the hosp one week and when released I had to visit the dr every day for 2 months until the infection was sustained enough to evaluate my eye. The outcome, corneal transplant was suggested. My left eye was totally scarred and as a result, I lost my vision. (Blurred severely) my vision in the left eye is 60% gone. I couldn't get the trasnplant at the time because I have seven children and nowhere to place them. I still use eyedrops and have problems with drainage because I have no cornea.